Event description:
It was reported that on an unknown date in 2002, a 25mm amplatzer pfo occluder was implanted. On an unknown date in 2025, at the age of 63, the patient experienced a stroke post-phlebitis, and imaging revealed a residual leak adjacent to the original device. On (B)(6) 2025, a 25mm amplatzer cribriform was chosen for implant using an 8f amplatzer trevisio delivery system, for attempt in closure of the residual leak while leaving the original device in place. During the procedure, intra-procedural transesophageal echocardiogram (tee) with color flow showed no leak; however, a bubble test confirmed a residual shunt near the device. The leak was observed on the septum at the junction between the septum and the discs of the device, and the measured size of the leak was 8 mm by balloon sizing. The patient also had hypertension, coronary disease, and other comorbidities. It was unclear if the residual shunt was present since the 2002 implantation or developed gradually over time. The decision was made to close the residual shunt to prevent recurrent stroke. The imaging modality used to identify the leak was tee. The device was subsequently retrieved, and a 30 mm non-abbott device was implanted, eliminating the leak. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays or adverse events, and the patient was discharged the following day.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of a residual shunt was reported. A returned device assessment could not be performed as the device remains implanted. As a lot number was not received from the field, so no device history record or lot specific similar complaint review is applicable. Based on the available information and cine review, the cause for the reported residual shunt could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a